Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit 's display battery indicator was showing empty. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit showed an empty battery indicator, but would still work while on battery. The fse stated that the power supply is malfunctioning and needs to be replaced. The fse is waiting on the customer to accept the repair quote, a supplemental report will be submitted if additional information is provided.